Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the cable connecting the distribution node (dn) and ECG electrodes c and d was pulled from the dn. Upon evaluation, the brown (lead 1-) wire was broken inside the dn. The cause of the non-functional ECG electrodes is the broken brown wire. The cause of the broken wire is the pulled cable. The root cause of the pulled cable cannot be positively identified, but is likely excessive force. No adverse event resulted from the damaged cable and wires.

Event description:
A u.s. Distributor returned an electrode belt indicating that the ECG electrodes were non-functional.